Event description:
It was reported that a stent fracture occurred. Vascular access was gained via the femoral artery. The 70% stenosed and 37mm long de novo target lesion was located in a moderately calcified eccentric left anterior descending artery with a reference vessel diameter of 2.75mm. A 2.75x38mm promus element stent was noted to be fractured while being introduced to the patient. The anatomy was not tortious and the physician did not encounter severe resistance. The promus element stent was removed. The procedure was completed with 2.75x38mm non bsc stent. No patient complications were reported and the patient's status is stable. In the physician's opinion "the cause of fracture was a manufacturing problem which lead to improper opening of the device and fracture occured."

Manufacturer narrative:
Device is combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).